Event description:
Reference number: (B)(4). Event occurred in austria. It was reported that the patient faced hyperglycemia due to insulin flow blocked on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin via pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.